Event description:
It was reported that the customer's insulin pump alarmed. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The safety feature max delivery alarm functioning properly. The insulin pump was monitored for several days and no unexpected max delivery or alarms noted. The insulin pump was received with cracked case at display window corners and minor scratched liquid crystal display window.